Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad tracers. No audio/beep anomaly noted during testing. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump was making a weird noise on his way to the grocery store. The customer stated that he was looking down at it, and the buttons were not functioning. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.